Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a communication issue. A field service engineer reconfigured the network adapter¿s duplex speed from half duplex to auto-negotiation to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced an offline status following its final reboot. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.